Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the rib cartilage dislocated from the sternum following placement of sternalock blu system on (B)(6) 2016. No parts were removed, however a re-operation was performed (B)(6) 2016 to add plates. No part or lot information has been provided.